Manufacturer narrative:
Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The new information states that this event was already reported under 1020279-2018-02353, therefore this represents a duplicate complaint. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Manufacturer narrative:
Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The new information states that this event was already reported under 1020279-2018-02353, therefore this represents a duplicate complaint. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Event description:
It was reported that after impacting the femur in the patient with the initial femur impactor, the set screw sheared off that releases the impactor from the implant and we could not get them apart. The surgeon removed the initial femur with the broken impactor. The rep opened up a spare impactor and a new implant which the surgeon then implanted in the patient.